Event description:
It was reported that, during a cori tka procedure, upon calibration, screen went black, presented with internal error; so exited case, re-entered case and proceeded with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem.logs were reviewed and confirmed the reported "internal error" message. This error occurred after a "robotic drill cable disconnected" error that had occurred during the bone removal stage. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a known software bug that is a result of an application software crash that can occur after a ¿robotic drill cable disconnected¿ error that occurred in bone removal stage, or the system has not yet recognized the handpiece when transitioning from a disconnected to connected state. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.